Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal, no anomalies were found.

Event description:
It was reported that the patient presented to the emergency room, the right atrial lead exhibited loss of capture, oversensing and impedance anomaly. The lead was dislodged, as a result of twiddlers syndrome. The leads were explanted and replaced successfully. The patient was recovering.